Event description:
Per report, the radiopaque marker on the end of the sheath unraveled upon insertion into the patient. The marker is embedded on the left common femoral artery (lcfa). After sheath insertion, it was noted that the tip of the sheath was not visible on imaging. The physician decided to continue with the procedure. After sheath removal it was noted that the sheath tip was unfolded and the radiopaque marker had stripped off the sheath; this marker was visible in the patient's lcfa. No intervention was required as the marker was not moving, and the event was considered by the physician to be benign. The patient's lcfa minimal luminal diameter is 8.3 mm, with mild calcification and mild tortuosity. Additional information: per the operator's opinion, the tip probably got caught up with a small nodule of calcium while he was rotating and inserting the sheath into the groin, which might have caused the sheath's tip to unravel. The patient is doing great and the radiopaque marker has not moved from its previous position. The physician did not encounter an excessive amount of resistance while inserting the sheath.

Manufacturer narrative:
Evaluation of the device and investigation of the incident are ongoing.

Manufacturer narrative:
The affected device was returned to edwards for analysis. Visual, dimensional, and functional analysis were performed. Upon visual inspection of the returned sheath, the reported complaint of tip separation was confirmed. A significant number of scratches were noted along the length of the shaft. This suggests that the sheath was pulled back and forth, and torqued during sheath insertion into the patient. The sheath's tip area was observed to have numerous cuts, which suggests calcification cut through the radiopaque (ro) tip and then cut the sheath tip. There are also remnants and pieces of the radiopaque tip on the sheath tip, which suggests that the bond did not fail, but rather the radiopaque tip was torn by calcium and/or peeled from the sheath. The inner diameter of the sheath at the distal tip was measured and found to be within specification. In an attempt to replicate the failure, functional testing was performed using sample units. Tensile and peel testing was performed. A visual comparison of the complaint unit and the test units supports a conclusion that the radiopaque marker did not have a bond failure. Additionally from the test results it was concluded that if there is a cut on the radiopaque tip from calcification, the shaft to tip bond does not fail before the material fails. None of the test articles matched the failure mode exhibited on the returned device for this complaint. The last test result supports the speculated root cause that the calcification inside the patient was severe enough to cut through the full thickness of the radiopaque marker. Furthermore, an instance of vessel calcification such as this could snag and cause tearing (or peeling) if a sheath is torqued. An angiographic image of the ro tip shows that it is a strip instead of the shape of a ring. This suggests that the ro tip was cut/peeled off the sheath rather than a bond failure causing it to fall off. Review of the affected work orders did not reveal a manufacturing non-conformance that could have contributed to the reported event. Pv testing of the sheath shaft to ro tip passed the lower spec limit. Review of past complaints does not show any similar events. The complaint was confirmed, however, no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (calcification) and procedural factors (twisting torquing) may have contributed to the event. Additionally, no labeling or IFU inadequacies have been identified, therefore no further action are required at this time.